Event description:
It was reported that the customer experienced low battery alerts and the batteries were not lasting more than a week in the insulin pump. A replacement battery cap did not resolve the issue. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with operating currents in specifications. No unexpected low battery alarm was noted. Time clock was set on the device. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered their indicated amounts completely and were properly recorded in the bolus history screen. No bolus or clock anomaly was noted. An alarm was noted on alarm history screen, due to corrupted history file. Insulin pump data could not be uploaded to software in order to verify blood glucose values, due to corrupted history file. The insulin pump had minor scratches on the lcd window, a cracked case near display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.